Event description:
A malfunction alarm was reported by the customer, identified by an error code labeled malf 0. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the faulty pump, and the customer planned to use multiple daily injections as a backup.